Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the spring grip for the threaded anchor was broken. The obturator, trocar, cannula, envelope seal and circular seal appeared intact. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken spring grip of the threaded anchor may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device as a camera port at the umbilicus in a laparoscopic left hemicolectomy, when adjusting the height of the blunt grip, the grip part broke. The doctor used a new device immediately, and the procedure was finished without a problem. It was not considered that the device had fallen prior to the procedure or that there was external shocking which might cause the breakage. And the doctor had used this kind of trocars in all cases, and he did not particularly apply extra force this time. The surgical time was extended by less than 30 min. The status of the patient was reported as no problem.